Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that episodes of char on the catheter occurred. During an ablation procedure to treat flutter with a intellanav mifi xp catheter, the physician started at 70 watts, 70 degrees temp and then increased to 90 watts. They were getting 90 watts and temperatures in the 50s with no impedance rise. When the physician was ablating, they had an episode of char on the catheter. The tip was cleaned and they went back down to 80 watts or so (lower powers were recommended). The temperature set point was 70 degrees. However, they went back to 90 watts because the physician wasn't getting block. They finally got block on this last radiofrequency (rf) burn, but when he pulled the catheter out it had char a second time. The physician attributed the char to high watts being used. A non-boston scientific steerable sheath was used. The procedure was completed successfully.